Event description:
The customer reported to olympus, the hd camera head had no image. The issue was found during a therapeutic procedure and the procedure was completed. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: (B)(6) medical center. The device was not returned to olympus for evaluation. The device evaluation found sudden loss of vision. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the initial reporter. It was confirmed that the reported event was found during inspection before use and that a replacement device was used to complete the intended procedure. Image noise was also reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and additional information received from the customer. Corrections to b3, b5, d10, and h10 for device evaluation as information was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.